Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie was failed to release. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer slide rails were sticking. The field service engineer replaced the bumpers in slides, motherboard and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.